Manufacturer narrative:
Concomitant medical products: 3889-28 mgu lead, implanted: (B)(6) 2017; 3058 mgu ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and intermittent undersensing due to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.